Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 46.2 mm abdominal aortic aneurysm. It was reported that the patient had a right common iliac that was calcified and short in length. During the procedure, the physician intentionally implanted the stent graft above the bifurcation of the right internal and right external iliac arteries. After the stent graft system was implanted, a distal type I endoleak was observed in the right common iliac coming from the contralateral limb. The procedure was completed with the endoleak still present. Per the physician, the cause of the distal type I endoleak was due to the patient anatomy of a calcified and short right common iliac artery. No clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.